Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter did not fully expand. A snare device was used to capture retrieve the filter successfully. Another filter was prepped and deployed without incident. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unknown. The sample was not returned. Images were not provided. The facility did not provide the filter lot#, as the device was discarded at the facility. The facility did not provide the patient age or weight. The complaint investigation is inconclusive for the filter failing to fully expand. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with relevant history of dvt, and implant/explant dates but not reported. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient information, which was updated in the appropriate sections.